Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl and treated with insulin pen. The customer stated kinked cannula bent cannula. Customer declined troubleshoot for high blood level. The product was not returned for analysis.